Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, a metallic fragment from the harmonic curved shears insert broke and fell into the pt. The surgical staff was unable to retrieve the fragment from the pt. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering confirmed that the clamp arm is missing from the insert. The hinge features that the clamp arm pins mate with are significantly bent. This damage suggest that instrument collisions and/or other misuse occurred during the surgical procedure, which likely caused the clamp arm to hyperextend and detach. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states; general precautions and warning; handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.